Event description:
It was reported to bsc/target that during the procedure the sentry balloon catheter did not remain inflated after being injected with contrast. The contrast leaked out from the distal end continuously. Clinical outcome was unsuccessful. The pt was reported to be brain dead. Add'l info rec'd through a co rep on 03/2001: the physician said that the physical condition of the pt was not related to the product used during the procedure and no add'l intervention was done. Per another follow-up through the co rep on 03/2000: the pt was in grade 5 of h & h scale and did not become brain dead because of the procedure. The pt's condition before the procedure was very poor and it remained very poor even after the procedure. The pt was declared brain dead after two days and the pt expired.